Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/04/2014).the lay user/patient¿s meter and test strips have been returned and were evaluated by lifescan product analysis on 06/20/2014 and 06/24/2014 respectively, with the following findings:no error message was observed during control solution tests and the error was not reproduced during the investigation.the test strips failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.